Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal banding procedure to treat varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.